Manufacturer narrative:
The customer rebooted the unit to resolve the issue. Ge healthcare service advised customer to replace the anesthesia computer board should the issue recur. H3 other text:the customer rebooted the unit to resolve the issue. Ge healthcare service advised customer to replace the anesthesia computer board should the issue recur.

Manufacturer narrative:
(B)(4). Legal manufacturer: hcs (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that during boot up of the device, an error was displayed preventing mechanical ventilation. There was no report of patient involvement.